Event description:
It was reported that the sensing value range was incorrect. One of the codes was mixed in the display of the upper value range. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).